Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the cartridge revealed that the reload had a full staple complement. Functionally, the reload was applied to test media, were all staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively during a lar procedure, the device staple line was incomplete. I-beam went up forward as the surgeon squeezed the trigger but stapling failed at distal part. They used another cartridge to complete the procedure. No adverse events reported.